Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the device found damage to the first proximal stent row with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-nov-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. After pre-dilation with a non-bsc balloon catheter, a 2.25 x 28 synergy¿ drug-eluting stent was advanced but encountered difficulties and failed to cross the lesion. The procedure was completed with another 2.25 x 28 synergy¿ drug-eluting stent. No patient complications nor injuries were reported. However, returned device analysis revealed proximal stent damage.